Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation papers allege that the patient was revised twice for pain and discomfort. Update: (B)(6) 2012 pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records indicate that (B)(6) 2004 primary implant; (B)(6) 2008 hip was aspirated, no infection found, nothing removed; (B)(6) 2009 revised for pain and loose stem; (B)(6) 2010 hip was aspirated, no infection found, nothing removed; (B)(6) 2010 revised for loose stem, sleeve, cup had no bony ingrowth, broken screw, possible infection. All products removed antibiotic spacer placed. (B)(6) 2011 antibiotic spacer removed, re-implanted with competitor product. Records are available for further review.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the lot codes: (B)(4). A search of the complaint database finds additional reported incidents against lot code (B)(4)since its release for distribution; however, a previous review of the device history records did not reveal any related manufacturing anomalies. The part and lot code combination was not provided for the bone screw. Medical records were received and reviewed. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
UDI: (B)(4).